Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10. The getinge service territory manager reported that he spoke with the customer and was informed that they have completed the preventive maintenance (pm) and the iabp was back in clinical circulation. No further investigation is required.

Event description:
It was reported that an autofill error occurred on the cs300 intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred; however there was no patient involved and no adverse event was reported.

Event description:
It was reported that an autofill error occurred on the cs300 intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred; however there was no patient involved and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. During inspection of iabp the stm found that the customer had the wrong iabp extender tube and a damaged balloon. The stm attempted to initiate an autofill with the customer's set and the pump failed to complete a successful autofill. Subsequently, the stm used his own balloon and was able to complete an autofill without any issues. The stm performed all functional checks and calibration verifications, unit passed all test. Unrelated to the reported issue, the stm noted that the safety disk is expired due to hours, and the batteries are due for replacement. The customer is aware of this and will be completing a pm. The stm noted that the iabp unit should not be used until safety disk and batteries have been replaced. (B)(6).

Event description:
It was reported that an autofill error occurred on the cs300 intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred; however there was no patient involved and no adverse event was reported.